Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was eroding through the skin with signs of infection including puss and red skin. The defibrillator system was explanted. There were no adverse consequences to the patient. Patient was recovering post-procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received notes that patient was comfortable and stable before, during and after the procedure.